Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on the device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Event date should be (B)(6) 2017.

Manufacturer narrative:
Correction of date received by MFR on MDR-2017-16331 is being corrected from 02/21/2017 to 02/06/2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was explanted and replaced after exhibiting signs of premature battery depletion following the warranty advisory. The patient condition was excellent before, during, and after the procedure.